Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 60 seconds, the balloon ruptured due to calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.